Event description:
Rptr received an implant/explant record today 8/18/95. Rptr researched the pt's medical records and learned that although the acid generator was end of life, the leads had to be repaired. There were thinned out areas in pacing leads at juncture with hub. Cracks in insulation. Electrical activity satisfactory. Leads repaired and left in pt.